Event description:
It was reported that during the procedure of the cavernous sinus shunt. While searching for the shunt in the cavernous sinus, the guidewire (subject device) suddenly could not be given the torque, and when it was pulled back, the nitinol portion tore off and remained in the cavernous sinus. Since the treatment was to embolize the cavernous sinus with coil, it was decided to leave the tip of the guidewire (subject device) in place and continued embolization to complete the procedure. The patient is stable and has no health damages. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken. (Distal end was not returned but the proximal end was 209.5cm roughly ), the proximal fragment was inspected, and the nitinol tubing was broken/fractured, the guidewire (ptfe) polytetrafluoroethylene coating was noted to be peeling in two areas at 50cm and 53cm, the distal end of the guidewire was not returned. During a functional inspection a demo torque device was used and no issues found. (The issue reported that the torque force was unable to be transferred to the distal tip.) The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire torque problem was not duplicated, however it can be confirmed as the distal tip was fractured and this would be unable to transfer torque to the distal tip. The reported guidewire tip broken/fractured during use was confirmed based off analysis. The reported un ¿ retrieved device fragments can be confirmed as the guidewire was fractured and the distal end was not returned. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while searching for the shunt in the cavernous sinus, the subject guidewire suddenly could not be given the torque, and when it was pulled back, the nitinol portion tore off and remained in the cavernous sinus. Since the treatment was to embolize the cavernous sinus with coil, it was decided to leave the tip of the guidewire in place and continued embolization to complete the procedure. Additional information states that flush was given inside the microcatheter at the time when the guidewire was inserted, the guidewire was shaped 90 degrees, the introducer sheath was used, when inserting the guidewire, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was normal. The device was returned and it was confirmed that the distal tip of the wire had fractured, and was not returned. The guidewire (ptfe) polytetrafluoroethylene coating was noted to be peeling. It is probable that the guidewire was fractured as a result of tension or torsion experienced during advancement or removal of the guidewire. An assignable cause of procedural factors will be assigned to the reported 'guidewire torque problem', 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments' and to the analyzed 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The peeling noted to the ptfe coating is indicative of interaction with another device, which may be due to backloading of the guidewire into the supplied introducer to assist in insertion of the guidewire, or it may also be due to interaction with the torque device if under tightened. An assignable cause of handling damage will be assigned to the analyzed 'guidewire ptfe coating peeling', as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure of the cavernous sinus shunt. While searching for the shunt in the cavernous sinus, the guidewire (subject device) suddenly could not be given the torque, and when it was pulled back, the nitinol portion tore off and remained in the cavernous sinus. Since the treatment was to embolize the cavernous sinus with coil, it was decided to leave the tip of the guidewire (subject device) in place and continued embolization to complete the procedure. The patient is stable and has no health damages. The procedure was completed successfully.